Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed temperature cable. Per review of wo, confirmed the temperature cable was bad sending a replacement 735-02 cable to customer. A DHR review is not required as the serial number is unknown. The serial number is unknown. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Correction: f, h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that representative stated they were checking a brand-new arctic sun device that was recently put in service because the user said they tried to use it and received an alert 14 (patient temperature out of range). Per review of wo, confirmed the temperature cable was bad sending a replacement 735-02 cable to customer.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that representative stated they were checking a brand-new arctic sun device that was recently put in service because the user said they tried to use it and received an alert 14 (patient temperature out of range). Per review of wo, confirmed the temperature cable was bad sending a replacement 735-02 cable to customer.